Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Review of the transmission revealed that the right ventricular ¿ rv, lead exhibited over-sensing of noise, rv sensing had also dropped. It was noted the patient also has a left ventricular assist device ¿ lvad implanted. The lead was capped and replaced on (B)(6) 2019. The patient was in stable condition post-procedure.